Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during implant of the lead high impedance results were seen in the ventricle. The physician then took measurements of the lead in the patient's atrium and the impedance was still high. It was suspected that there was something wrong with the lead. The lead was not implanted and another lead was implanted. No further patient complications have been reported as a result of this event.